Event description:
It was initially reported that the device was coming in for calibration. It was unk if there was an issue with the device or if it was just for its yearly servicing. Add'l clinical info determined that the issue occurred during surgery. There was a pt involvement/harm associated with the report. It was reported that the device was skipping during the procedure and left a laceration up the pts leg. Ad add'l unplanned graft harvest was required as a result of the device issue. An alternate device was retrieved and used to complete the surgery with a delay of approx 20-30 minutes to the procedure.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.